Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator were unsuccessful despite extensive troubleshooting. Normal operation of the associated programmer was confirmed. A boston scientific technical services consultant informed the caller that the last resort would be to perform a magnet commanded telemetry card reset. This action was performed and was successful. Interrogation was attempted again without success. The consultant recommended device explant as the patient should be considered unprotected. The patient presented for a medical resonance imaging over two years later and once again, communication was unsuccessful. The clinical observations were documented. No adverse patient effects were reported.